Event description:
In 2009, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, a proximal type I endoleak was revealed. The physician used a cook coda balloon to balloon the trunk-ipsilateral leg component. The balloon caused the aorta to rupture. An aortic extender component was implanted to try and fix the rupture. The physician decided to convert the patient to an open repair. A dacron surgical graft was implanted. The patient tolerated the procedure, and no further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted; the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices involved.